Manufacturer narrative:
Correction: health effect - clinical code should have been "1721 - arrhythmia".

Event description:
Related manufacturer report number : 2017865-2023-42460. It was reported, that on (B)(6) 2023 a remote transmission showing intermittent loss of capture was observed on the pacemaker. An attempt to increase output was made, but adequate capture could not be obtained. The patient experienced an escape rhythm between 20-40 bpm, but eventually had a long pause enough to seize. The emergency room physician externally paced the patient. The patient was taken to the operating room. The pacemaker and right ventricular lead were explanted and replaced. The patient was stable. Following the procedure, the patient was checked on (B)(6) 2023 with great thresholds and some loss of capture was observed, but this was thought by the physician to be, due to a patient factor instead of the new device.